Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, and unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime and system sensor test due to faulty gold sensor. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that her son's insulin pump has a crack around the reservoir compartment and cannot deliver insulin. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 600 mg/dl at the time of incident and then went down to 30 mg/dl. Troubleshooting was done for low and high blood glucose but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.